Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a leaking water line under the analyzer to the reagent probe. The fse replaced the tubing and synapse to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining negative erroneous patient results on multiple analytes including oxycodone (oxy), amphetamines (amp), 6am (6-acetylmorphine), tetrahydrocannabinol (thc), methadone, benzodiazepine and cocaine on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided initial results for four (4) patient samples.